Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina san cristobal 91000 dominican republic. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection and a disconnection between the supply line of the homechoice cassette and the supply bag were reported which resulted in leak, which is known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a loose connection which caused a disconnection between the supply line of the homechoice cassette and the supply bag which resulted in a leak that led to this alarm. The patient did properly tighten the connection before the therapy started. Renal therapy services assisted the patient with ending the therapy and advised the patient to contact their nurse regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.